Event description:
It was reported that a malfunction on the pump occurred, causing the blood glucose level to rise to 503 mg/dl. A correction injection was administered to address the bg. Ultimately; the customer reverted to an alternate method of insulin therapy.